Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time.

Event description:
It was reported that t2 of the fast-fix 360 assembly was too loose during anchor implantation in a meniscal repair procedure. The t1 anchor remained implanted in the patient. A 20 minute delay was reported. A backup was used to complete the procedure. No patient injury or complications were reported.